Event description:
The healthcare professional (hcp) reported that the meridian device did not alarm when the heparin syringe line was left clamped during hemodialysis treatment. Follow up with the hcp reveals the treatment was set up through the priming stage with nothing unusual noted. Hcp relates that the pt received the initial bolus of heparin at the start of treatment; however, no additional heparin was delivered throughout the remainder of therapy. During treatment, the heparin syringe line was found to be clamped closed and the external plunger portion of the heparin syringe bent; however, no alarms had occurred to alert the user to this condition. Hcp relates that treatment was continued to completion with no difficulties. There was no clotting of the dialyzer and no pt injury or medical intervention.